Manufacturer narrative:
The integrated electrosurgical unit (iesu) involved in this event was returned and tested on an in-house system. Error c-34 was confirmed and reproduced. The reported complaint was able to be confirmed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the integrated electrosurgical unit (erbe) had a c-34 error. The customer had already replaced the instrument, energy cable, and rebooted the erbe but the issue remained. The technical service engineer (tse) reviewed the system logs and confirmed the reported error along with m-11 and m-18 errors. The tse walked the customer through powering off the erbe, disconnecting the power cable, and powering on the erbe to restore power. The issue returned after a short time. The customer did not have a backup generator available, so they would proceed with the procedure by using a synchroseal instrument on the e-100. There was no reported injury. Intuitive surgical (is) contacted the tse and obtained the following additional information regarding this event: from the logs, the system powered on without errors. Start of following (when surgeon started to use one instrument) was at 09:28 and first error message from 10:45. The tool list showed that the synchroseal has been used. End of procedure was at 12:15. No other information was available. The customer did not call back to let the tse know what happened after they started to use the e-100.